Manufacturer narrative:
This report is being submitted retrospectively as part of internal review. Based on the investigation analysis, it was observed that there was a temporary offset caused by the fingerstick calibration entry at 6:34 am cet, which had led to temporary mismatch of sensor glucose and fingerstick measurement at 3:22 pm cet. Following the temporary sensor inaccuracy event at 3:22 pm cet, the next fingerstick calibration at 4:41 pm cet was accepted as a calibration and had good agreement with the sensor reading. Further analysis showed that the mean absolute relative difference (mard) improved in the weeks following the event.

Event description:
Senseonics was made aware of an instance where the user experienced a hypoglycemia event. User said the sensor reading was 7.8 mmol/l and took sugar immediately as he was close to having a black out, and wasn't able to measure with a blood glucose meter (bgm). User said he did not receive any low glucose alert. User did not require any medical attention.